Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument disassembled during use and all components were recovered.